Event description:
A non-healthcare professional reported with a description of lens was faulty. Additional information has been requested and received stating that lens got stuck on the injector. The surgery was completed on same day with the spare lens. There was no patient harm. There are two medical device reports associated with this report. This file is 2 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnaet3-t6) (that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).